Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the bullet tip (cone on very tip) separated from the part that screws on to the scope when it was removed from the pt's leg at the end of the dissection. It fell onto the drape. There were no pt effects, and after removing the pieces, the harvester attached the cannula and completed the case with the reported device. The event reportedly occurred approx one week ago. The lot number and why the product is not returning are unk.

Manufacturer narrative:
The device will reportedly not be returned to maquet cardiac surgery for investigation. A lot history record review could not be completed for the product, as the correct lot number could not be obtained. (B)(4).